Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: b5, e1 initial reporter name (initially contact person was mentioned as initial reporter name incorrectly), e3, g2 the complaint was received through a direct call from the customer to the emergency support program. It was reported that the after inserting the sensation plus intra aortic balloon(iab) catheter had a fo sensor failure alarm on a balloon catheter. It was reported that patient has had the balloon catheter for 3 days, and the alarm had just started an hour prior to reporting . And getinge personnel requested to remove the fiberoptic cable and switch to the inner lumen for the ap source. There was no harm or injury reported. Nurse aspirated and flushed the inner lumen without difficulty. Nurse zeroed the transducer and reported that all waveforms and blood pressure indices were appropriate. No patient harm or injury reported.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. It was reported that the after inserting the sensation plus intra aortic balloon(iab) catheter had a fo sensor failure alarm on a balloon catheter. It was reported that patient has had the balloon catheter for 3 days, and the alarm had just started an hour prior to reporting . And getinge personnel requested to remove the fiberoptic cable and switch to the inner lumen for the ap source. There was no harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g2, g3, g6, h2, h6 (component code, investigation conclusions).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference no. (B)(4).

Event description:
It was reported that the after inserting the sensation plus intra aortic balloon(iab) catheter had a fo sensor failure alarm on a balloon catheter. It was reported that patient has had the balloon catheter for 3 days, and the alarm had just started an hour prior to reporting. And getinge personnel requested to remove the fiberoptic cable and switch to the inner lumen for the ap source. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4,g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - g2, h6(component codes, investigation conclusion).